Manufacturer narrative:
(B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of (B)(4). A (B)(4) field service representative was dispatched to the facility to investigate. The service representative was unable to reproduce the reported issue. Dirt was observed on the bottom of the device and the seal was found to be within specification. The involved touch screen was replaced as a precaution and the device was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
(B)(4) received a report that the touch screen of the s5 roller pump became unresponsive during setup. The user switched to a different pump to complete the case. There was no patient involvement.